Event description:
It was reported that the device was found in backup mode and could not be interrogated. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of device in backup mode was confirmed, failure to interrogate was not confirmed. The device was received in backup mode caused by undetermined source and with battery voltage at elective replacement level. After the device was restored from backup mode, functional testing was performed, and results indicated normal functionality. Output parameters were evaluated and found to be normal. Additionally, the device was monitored for several days with load and interrogated daily, results were normal. Longevity assessment was performed, and the device exceeded projected longevity based on field settings indicating normal battery depletion. The backup operation could not be reproduced.

Manufacturer narrative:
The reported event of backup mode was confirmed. The reported event of failure to interrogate was not confirmed. The device was received from the field in backup mode caused by code corruption from an undetermined source. Field information regarding exposure of the device to external source of energy was requested but the information was unknown. Electrical tests performed after re-loading the device code and setting the device to nominal conditions indicated normal functionality. During analysis, the device was interrogated multiple times without anomaly. Despite extensive testing, backup operation could not be duplicated. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.